Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a recessed ground pin on the power module was able to be confirmed. The power module (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The power module was powered on and started as intended. The streamline cable and internal monitor assembly cable were replaced. The unit underwent functional testing following the repairs and was able to operate as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Section 8, entitled ¿equipment storage and care¿, describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, instructs the user to schedule a power module inspection and cleaning with abbott trained personnel, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery or damaged parts. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a broken battery connector. It was recommended to replace the battery connector with an updated streamline connector and install system monitor grommets in the power module's top case.

Manufacturer narrative:
G3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.